Event description:
It was reported that a nurse plugged in the bed and the cpu board started to smoke. The nurse immediately unplugged the bed. There was no pt involvement and no injuries.

Manufacturer narrative:
Result: the cause of the cpu overheating was identified as excessive signal from an outside source. The philips tv in the room was found to be shorting out resulting in fluctuation of electrical power to the bed volume controls. This event did not have any effect on the functionality of the bed, nor was the stryker product the cause of the event.